Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the clinical observations. The caller was going to find another programmer to use with this device. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing cardiac arrest and receiving a shock. Attempts to communicate with the device resulted in an out of range telemetry message despite troubleshooting. Pacing therapy could not be confirmed. No adverse patient effects were reported.